Manufacturer narrative:
All buttons functioning properly. No damage in the keypad assembly noted. However, found lcd keypad connector unlocked. The insulin pump was received with cracked reservoir tube lip, scratched reservoir tube window and scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's parent reported via phone call that the insulin pump had a keypad anomaly. The blood glucose at the time of the incident was unknown. Troubleshooting was not performed. The device was returned for analysis.